Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "believes the iol is mislabeled" (iol (intraocular lens) implant). A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. She reported that the surgery was uncomplicated; the lens was "100% in the bag", and there was no pathology noted. The surgeon reported that a colleague performed biometries again and confirmed her power lens choice. The surgeon believed that the iol was mislabeled. The iol was eventually exchanged for a different model iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/11/2010, 06/14/2010, 06/15/2010, and 07/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).